Manufacturer narrative:
(B)(4). Device lot # was not provided/unknown.

Event description:
It was reported that healing abutment loosened. Tooth location # 15.

Manufacturer narrative:
One certain® straight healing abutment was returned for inspection. The collar and body are noted to be worn, indicating use. The threads and drive feature have tissue attached within. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on one-piece abutment placement as well as recommended torque values. In the case of low-profile abutments, it is recommended to torque at 20ncm. Complaint indicates low-profile abutment loosening. The alleged event is non-verifiable with the information provided. A root cause for this complaint could not be determined. The event cannot be recreated. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.